Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: when attempting to remove the femoral head and trunnion the metal had 'essentially cold-welded'. Although difficult was able to be removed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Item number 157854 item name m2a-magnum recap cup54odx48id lot # 439330. Item number x11-180308 item name bi-metric/x por nc lat 8x120 lot # 383660. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -01639.

Event description:
It has been reported the patient received an initial left hip arthroplasty. Subsequently as the patient was being revised due to infection eleven 11 years later. During the procedure was noted that product had cold welded together. Attempts have been made and additional information on the reported event is unavailable at this time.